Event description:
The ac power cord at the equipment inlet had been partially pulled out. This condition caused arcing between ac power cord and contact poles of the electrical inlet. The result of the arcing was burning of the ac power cord covering which produced black pungant smoke. The device had been in use for 14 months and was last serviced on 10/13/95. Other units of the same model are similarly affected. There was no injury.